Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (80% stenosis degree) in a mildly tortuous segment of the proximal femoral artery. When the pulsar-18 was released approx. 2 mm, huge resistance was felt and the delivery shaft was found fractured. The whole system was removed, and another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis, and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 11 mm. The stent has been partially released. The distal stent portion of trapped between the distal end of the outer shaft and the distal radiopaque marker. The outer shaft is slightly flared at its distal end, and the distal stent stopper is deformed, indicating that the stent was pulled in distal direction which was most likely a consequence of the partial stent release and induced during device withdrawal. Both the proximal stent stopper and the proximal inner shaft portion show signs of compression. The handle was returned closed and undamaged. The proximal outer shaft is well sliced but has fractured inside the handle. The fracture sites are plastically deformed which is indicative for an overload fracture. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause could not be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (80% stenosis degree) in a mildly tortuous segment of the proximal femoral artery. When the pulsar-18 was released approx. 2 mm, huge resistance was felt and the delivery shaft was found fractured. The whole system was removed, and another stent was used to finish the procedure.